Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed failed battery test. The insulin pump did not make her aware of no delivery of insulin and no alerts. The insulin pump also alarmed motor error. Customer's blood glucose level was not reported. The device was not returned.